Event description:
It was reported that post implant of a realize adjustable band; the patient was doing well for about two years then started having no restrictions. Later it was determined that the tubing was disconnected from the port. Follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Blocked due to biological debris the injection port was returned for evaluation. Upon visual inspection, it was observed that hooks were returned deployed and that the actuator ring was in locked position. Biological debris was found inside of hooks and actuator ring. The septum was punctured 12 times. It was also observed several grasper marks on the actuator ring and mainly around the connection housing and the connection tubing which caused a slight bent. A functional test was performed on the injection port with an unsuccessful result. It was not possible to deployed or retracted hook, due to biological debris present inside the mechanism. Our investigations concluded that the device was manufactured to specifications and met all release criteria. There were no discrepancies were noted during manufacturing process.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.